Event description:
A micro perforation was observed following use of a viperwire advance coronary guide wire in the posterior left ventricular artery. Echocardiogram was performed and confirmed no effusion. Balloon tamponade was performed to resolve the perforation. The patient was stable.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).